Manufacturer narrative:
A user facility reported, "we had our biomed check out the probes compared to the ohmeda probes we are currently using and we found two alarming issues with it. The first is that the deroyal probe had a very large lag time, minutes, before it senses the new temperature. The second issue is that when it did change temperatures it was about 3 celcious off from the ohmeda probe." Deroyal industries, inc. Requested return of the device but it has yet to be received. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "we had our biomed check out the probes compared to the ohmeda probes we are currently using and we found two alarming issues with it. The first is that the deroyal probe had a very large lag time, minutes, before it senses the new temperature. The second issue is that when it did change temperatures, it was about 3 celcious off from the ohmeda probe."